Event description:
Ambulance personnel responded to a pt who had fallen. The device was connected the patient using the 3-lead monitoring cable for routine ECG monitoring enroute to the hospital. During transport the device allegedly displayed excessive artifact and the patient's rhythm could not be discerned. The device also allegedly displayed the service indicator. There were no adverse affects to the patient reported as a result of the alleged malfunction.